Event description:
It was reported that the cortical fixation screw was advanced using an expedium quick connect si polyaxial driver. The pedicle had already been tapped with a 6mm tap after a 7.0mm reduction screw got very little purchase. A few turns prior to being fully down, the head of the cortical fixation screw popped off of the shank of the screw. The screw head and shank were removed and replaced intra-operatively.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The 5.5 ti 8x55mm cortical fixation screw was returned for evaluation. Visual inspection revealed that the tulip head had become detached from the screw shank. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis for the viper 5.5 cortical fixation screw family was conducted on the family because of a similar bottom loading design and functionality of the tulip head. This analysis found no systemic trends that require further action. The root cause of the tulip head becoming detached from the screw shank cannot positively be determined. However, it is likely that the screw's tulip head was subjected to a higher than anticipated load resulting in detachment. No corrective action/preventive action (CAPA) is necessary at this time as there has been no issue identified in the manufacturing or release of the cortical fix screw that could have contributed to the problem reported by the customer and there has been no systemic trend. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.